Event description:
The customer stated that she was hospitalized due to high blood glucose levels over 600 mg/dl. The exact date was unknown, but the customer stated, it was about (B)(6) ago. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was sent to the customer, and she was advised to call back for conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.